Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found many "gas leak" alarms in the error log of the iabp unit, and completed diagnostics tests and found x2 & x3 to be out of tolerance. The fse completed the 30 psi calibration and brought the iabp unit back in to the correct tolerance. The fse then completed all diagnostic and performance tests with no issues. The fse also found the safety disk to be out of specs, so it was replaced. The fse completed the leak tests and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had frequent "gas leak" alarms. No patient harm, serious injury or adverse event was reported.